Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was not returned, and the serial number provided appears to be invalid; therefore, device history record (DHR) could not be reviewed. Additionally, failure analysis cannot be completed due to the lack of information received to perform a complete investigation; therefore, the definite root cause cannot be determined. However, the device is beyond integra¿s 10-year service lifecycle (manufactured in 2009) and cannot be repaired. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient's head lowered (but did not slip out of pins) while in the mayfield modified skull clamp (a1059). Neuro monitoring lost all motors and sensory mid-case, motors improved over time but full recovery will not be determined until patient awakens in post op. Additional information received as follows: 1. Was there a delay in surgery due to product problem? If yes, how long (in minutes)? Delay in surgery - repositioning, time duration unknown but less than 30 minutes. Day after the patient is moving all extremities with some pain and limited weakness. 2. For what type of procedure was product or device used? Posterior c3-6 laminectomy and fusion. 3. Was medical/surgical intervention required? If yes, what revision/intervention was performed during the incident? No intervention required.